Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The target lesion being treated was located in the calcified proximal left anterior descending (lad) artery. A 2.50mm apex balloon catheter was used for pre-dilation. Intravascular ultrasound was performed. A 3.00x16mm promus element plus stent delivery system (sds) was advanced to the lesion and would not cross. While trying to advance the sds the shaft became kinked and while attempting to straighten out the shaft it fractured at a point outside of the body. The promus element plus sds was removed and the procedure was completed with a 3.00x16mm ion sds. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The target lesion being treated was located in the calcified proximal left anterior descending (lad) artery. A 2.50mm apex balloon catheter was used for pre-dilation. Intravascular ultrasound was performed. A 3.00x16mm promus element plus stent delivery system (sds) was advanced to the lesion and would not cross. While trying to advance the sds, the shaft became kinked and while attempting to straighten out the shaft, it fractured at a point outside of the body. The promus element plus sds was removed and the procedure was completed with a 3.00x16mm ion sds. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product was in two pieces. There was contrast in the inflation lumen. The hypotube was broken 21.5cm from the strain relief confirming the reported shaft broken. The balloon was tightly folded. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).